Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff blew out. It was stated that they secured another one with the same result and on the third device, they were able to keep the cuff inflated. There was no reported patient outcome.